Manufacturer narrative:
The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that an accutrac 200 laser fiber was used during a cystoscopy with laser lithotripsy and stent placement procedure in the bladder performed on (B)(6) 2019. Reportedly, the laser unit used was a dornier 30 watt console with laser settings of 12 joules and 8 hertz. According to the complainant, during the procedure, the laser fiber was broken in half upon pressing down the foot pedal. The procedure was completed with another accumax 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.

Event description:
It was reported to boston scientific corporation on march 14, 2019 that an accutrac 200 laser fiber was used during a cystoscopy with laser lithotripsy and stent placement procedure in the bladder performed on (B)(6) 2019. Reportedly, the laser unit used was a dornier 30 watt console with laser settings of 12 joules and 8 hertz. According to the complainant, during the procedure, the laser fiber was broken in half upon pressing down the foot pedal. The procedure was completed with another accumax 200 laser fiber. There was no serious injury nor adverse patient effects as a result of this event.

Manufacturer narrative:
(B)(4). Block h10: investigation results: an accutrac 200 laser fiber was returned broken in two pieces. The first piece measured approximately 115.6 cm from the top of the connector to the break. This piece includes kinks. The second piece measured approximately 203.2 cm from the break which includes a portion of the distal tip. Exposed glass portion of the distal tip measured approximately 2 mm and was consistent with a fracture, likely as a result of handling during the procedure. Additional examination under magnification revealed that the fiber tip was fractured with a portion detached. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and the device met all manufacturing specifications. A search of the complaint database confirmed that no other complaints exist for the specified batch.